Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. Evidence of moisture ingress was also found on the underside of the battery cap, and the pump casing was cracked near the upper right corner of the display. A leak test was performed and confirmed a leak at the crack in the pump casing. The pump case was removed and further evidence of moisture ingress was found. Further testing could not be completed; the pump was unresponsive due to moisture damage.